Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and failed battery alarm. The customer¿s blood glucose level was unknown. The customer reported that they had received no delivery alarms, up arrow was stuck, diminished battery life (1 month) and pump rejects new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no deliver, low battery or failed battery test alarms due to unresponsive button.